Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell one on the home choice (hc). The home patient (hp) was connected at the time of the event. The hp indicated that the patient line was not properly primed before he/she had connected. The technical service representative (tsr) informed the home patient (hp) to start over using new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Although the home patient indicated the patient line was not properly primed, insufficient information was provided to determine the cause of the alarm, since an incomplete prime is not a known cause of this type of alarm during the dwell stage. Should additional relevant information become available, a supplemental report will be submitted.